Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. Device received with broken battery tube threads and cracked case behind device near the battery tube compartment. Test reservoir lock properly inside the reservoir tube. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose due to insulin flow blocked alarm. Customer¿s blood glucose at the time of incident was 29.0 mmol/l. Customer¿s current blood glucose value was 16.9 mmol/l. The customer did not experienced the symptoms due to high blood glucose event. Customer stated high blood glucose was treated with insulin pen. Troubleshooting was done for high blood glucose and under delivery. Auto mode feature was not used at the time of event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated there was crack at the edge of the insulin pump close to the battery cap. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by infusion set change. The insulin pump will be returned for analysis.